Event description:
A report was received that the patient had fallen multiple times, unrelated to the device and is not receiving stimulation. Upon follow up the right lead has 5 contacts have high impedance readings and the left lead had pulled out of the epidural space. The leads are also wrapped around the ipg and the ipg pocket site had migrated. The patient was explanted of the entire system and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.